Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "capsular contracture, baker IV" and "chronic inflammation". This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6.

Event description:
Patient reported "capsular contracture, baker IV" and "chronic inflammation". Later hcp reported "breast implant illness (bii) and bilateral capsular contracture baker grade ii" this record is for the left side. The device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events insufficient information was received on november 21, 2025 with lot number 2482142. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ insufficient information: event is not applicable for analysis. None of the other observations performed during the device analysis (crease wear abrasion and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported "capsular contracture, baker IV" and "chronic inflammation". Later hcp reported "breast implant illness (bii) and bilateral capsular contracture baker grade ii" this record is for the left side. The device was explanted.